Event description:
Caller reported a cartridge alarm 20 issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Customer will continue using the current pump as backup therapy while receiving a replacement pump with updated software. Customer was advised on proper procedures for using the replacement pump, including storage mode instructions and the return of the problematic pump within 10 days. Caller understood all instructions and a replacement pump was sent.